Manufacturer narrative:
Conclusions: restenosis. (B)(4).

Manufacturer narrative:
Patient has a history of peripheral revascularization to the right common femoral artery and not to the left common femoral as previously reported.

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful. Approximately 1 year post index procedure pta was performed on the left sfa to treat stenosis of 90%. Patient made favourable progress and was discharged from hospital.

Manufacturer narrative:
Patient history includes previous peripheral revascularization of the left common femoral artery as initially reported.